Event description:
It was reported during use the bd ultra fine¿ nano¿ pen needle was unable to deliver insulin/medication /unable or difficult to prime /difficult to operate or not working/functioning. The following information was provided by the initial reporter: "the needle clogged during priming and injection and consumer was unable to take her shot. Patient did not seek medical assistance.

Manufacturer narrative:
The following fields have been updated due to additional information: d.4. Medical device lot #: 8109523; d.4. Medical device expiration date: 2023-05-31; h.4. Device manufacture date: 2018-05-23; d.4. Medical device lot #: 9232985; d.4. Medical device expiration date: 2024-08-31; h.4. Device manufacture date: 2019-08-20. H.6. Investigation: a lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number. Conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported during use the bd ultra fine¿ nano¿ pen needle was unable to deliver insulin/medication /unable or difficult to prime /difficult to operate or not working/functioning. The following information was provided by the initial reporter: "the needle clogged during priming and injection and consumer was unable to take her shot. Patient did not seek medical assistance.